Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence in the file that indicates a liberty cycler set malfunction or product deficiency caused or contributed to this event. Staphylococcus epidermis is an organism that resides on human skin. Therefore, it is reasonable to associate the patient¿s peritonitis to touch contamination, as reported by the pd nurse. Touch contamination is a well-documented risk factor for peritonitis in pd patients. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient stated that they were released from the hospital due to peritonitis and feeling ill. Upon follow up, the patient¿s pd nurse reported that the patient was recently diagnosed with colorectal cancer and as a result has been feeling ill generally. Regarding the peritonitis event, the nurse stated the patient was experiencing symptoms of abdominal pain and was admitted to the hospital on (B)(6) 2019. A pd effluent culture (obtained on (B)(6) 2019) yielded growth of staphylococcus epidermis. The patient was treated with antibiotic therapy; vancomycin 1000 mg intraperitoneal (ip). The patient was discharged on (B)(6) 2019. Per the nurse, there were no fluid leaks or any other fresenius device/product issues related to the patient¿s peritonitis event. The cause of the patient¿s peritonitis was due to touch contamination, according to the nurse. Reportedly, the patient has recovered from the peritonitis event and continues pd treatment with the same cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.